Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, undersized implant bed. Tension when screwing in, turned back, re-drilled, but still not stable, so another implant was successfully placed.